Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy. The esu settings were forced coag mode, effect 1 at 15 watts. A one (1) cm cecal polyp was removed w/o any difficulty. The following day, the pt had a fever, high wbc count, and abdominal pain. The pt was hospitalized for observation with post polypectomy burn syndrome (note: no perforation).

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly (note: after the eval and unrelated to the event some routine service work was performed on the unit.). Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work will be offered to be performed at the medical center with the involved staff. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.